Event description:
B & f medical / allied healthcare products: oxygen humidifier failed. Product # 64376. This humidifier has a weighted 3 psi relief valve that constantly leaks and will even get stuck in the open position. Video evidence obtained. With a 3 lpm oxygen source, the user end cannula only puts out 1/2 lpm, the balance of the oxygen flows out the relief valve. We checked with several hospitals that use this humidifier and they have had complaints about the same issue but no one has ever reported the problem. There are numerous reports of patients desaturating when using the b and f humidifier. Most other brands use a spring loaded relief valve with no issues. Video of humidifier failing (B)(6). FDA safety report ID # (B)(4).